Event description:
It was reported that the patient experienced a return of symptoms including an increase in pain over the last six months. The patient had been asking for dose increases over the past few months. A dye study was attempted approximately one month ago but the catheter could not be aspirated. As a result, the catheter was being revised. The reservoir volume was currently at 0.0 ml and had been since (B)(6) 2015. The pump was to be primed on the back table with a new concentration so that all of the 20 milligram (mg) per milliliter (ml) concentration was out of the system completely. The new concentration was 5 mg/ml. This device system delivered dilaudid. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) later reported that the patient had experienced an increase of low back pain. No catheter segments were left in the intrathecal space, and the patient recovered without permanent impairment.